Event description:
This lead was capped due to low impedance readings. The physician noted that there was capture. Because the patient was very ill, the physician decided to downgrade the patient to a single chamber device and did not replace this lead. There were no adverse events reported for the patient. Should additional information be received, this file will be updated.